Event description:
It was reported by odate et al in a publication entitled "anterior corpectomy with fusion in combination with an anterior cervical plate in the management of ossification of the posterior longitudinal ligament" that a study was done to evaluate the surgical outcome of (acf) anterior cervical fusion combined with insertion of an (acp) anterior cervical plate for treating cervical myelopathy caused by opll. The study group comprised (B)(4) patients who were treated from 2006 to 2009 and followed for an average of 29.6 months. All (B)(4) patients underwent microscopic anterior decompression and spinal fusion. For reconstruction, a bone graft reinforced by an acp was used. Autologous iliac crest bone was grafted for an 1-vertebra corpectomy, and an autologous fibular strut was grafted for a corpectomy involving 2 or more vertebrae. The patients were allowed to walk within the first week after surgery. A cervical collar was used for 8 to 12 weeks after the operation. All patients were followed for a minimum of 8 months (average, 29.6 mo). No patient was lost to follow-up. Five patients reportedly had intraoperative cerebrospinal fluid leakage. Postoperative complications involved hoarseness in 1 patient and c5 palsy in 9 patients; all recovered within 3 months of the operation. One patient exhibited a delayed vertebral fracture at the caudal end 2 weeks after the operation, but successful fusion was obtained after careful observation. Two patients required secondary posterior foraminotomy for residual radiculopathy. No dislodgement of the grafted bone or implant was observed, and no patient developed infection, esophageal or tracheal lacerations, or rupture. No significant clinical sequelae, implant failure, or adjacent segment degenerative changes were observed during the follow-up period.

Manufacturer narrative:
Literature citation: odate et al. Anterior corpectomy with fusion in combination with an anterior cervical plate in the management of ossification of the posterior longitudinal ligament. Volume 25, number 3, may 2012, pg. 133-137. Average age (B)(6), 47 males, 21 females. (B)(6). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine a cause for the reported event.